Event description:
It was reported that the patient presented for post procedure checkup. Upon review, it was discovered that the lead exhibited loss of capture and the lead was dislodged. The patient was brought down to the operating room. The lead was explanted and replaced. The patient was discharged without complications.